Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "swollen lymph-nodes," is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph-nodes," "pain," and "rupture".

Event description:
Patient reported "swollen lymph-nodes," "pain," and "rupture" in right implant via MRI. The device remains implanted. Also reported "a lesion to ¿monitor" which was determined not to be device-related.